Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg was explanted and replaced. Postoperatively, patient had effective therapy. Reason for replacement currently unknown.

Event description:
Additional information revealed that the patient stopped charging their device as recommended, rendering the ipg inoperable. Postoperatively, patient has effective therapy.